Event description:
It was reported that the asymptomatic patient presented for a routine follow up. An alert message for a possible high voltage lead issue and low hv lead impedance were observed. The lead and device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead measuring 12.9 cm form the connector pin was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.